Event description:
IV manifold broke while disconnecting manifold from port tubing to draw blood cultures. The round portion of the manifold that screws into the ports tubing popped off of the rest of the manifold, making it impossible to hook the manifold back up to the port tubing. In order to replace the manifold, the new manifold had to be flushed with saline. Thus it took a while for the drips that had been infusing in the manifold (fentanyl, versed, and epinephrine) to reach the patient. Resident and charge rn were notified of resulting decrease in mean arterial pressures (maps) due to delay in epinephrine reaching the patient. Pt remained stable, maps returned to within defined limits after ~15 minutes of infusion through the new manifold. Damaged manifold put in plastic baggie and left in supervisor's mailbox for viewing.